Event description:
This is the second device of the same lot that in which the device failed/malfunctioned. In this case, the surgeon placed the bravo ph capsule using the bravo delivery system. There were no visual defects and no difficulties placing the capsule. The plunger operated as expected and suction was applied for 30 seconds before depressing the plunger as per the manufacturer's instructions. It appeared that the device had functioned & had adhered to the esophagus. However, the patient coughed & staff noted that the capsule was in her mouth. The surgeon used another device from a different lot without difficulty. The patient had approximately 30 extra minutes of conscious sedation as a result of the event. The surgeon and staff using the device are experienced with the product and report that they have never had this happen before.manufacturer response for ph capsule, bravo ph capsule. Calls were placed to the manufacturer. We are currently awaiting instruction from the manufacturer regarding where they would like the product sent for inspection and analysis.